Event description:
The complainant stated the bed is fully raised and will not lower. The bed will go into trend and reverse trend, but as soon as the button is released; the bed will rise up unintentionally.

Manufacturer narrative:
The account isolated the issue to the head hi/low motor. The account replaced the head hi/low motor to repair the bed